Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the sensitivity lights on the epg (external pulse generator) were acting erratically. It was also reported when a hand is put over the device, the sense light flashes rapidly. Once the hand is moved, it will not come up. If the attached cables are touched, the sense light flashes rapidly as well. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Keyboard pad found out of mechanical specification (crimped flex).